Event description:
It was reported that a minicap disconnect cap was damaged (cracked). It is unknown if there was patient involvement. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). A photographic sample was received and analyzed. The reported cracks were not able to be identified during the analysis of the photograph. A batch review of the associated lot number was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.